Event description:
It was reported that, during a water vapor therapy procedure, the patient became uncomfortable, and the surgeon struggled to find the bladder. There was fear of a potential false passage having been created so the procedure was aborted. The patient was under local anesthesia. There were no patient complications. The procedure will be rescheduled when the patient can undergo anesthesia in an operating room.